Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use with a patient, the external pulse generator (epg) powered off without prompt. The epg was exchanged for another and its current status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the reported issue. The external pulse generator (epg) powered up with a flashing low battery light, and there were errors in the logs related to battery end of life and an open battery drawer. It was found that three case screws were contaminated. All found defective parts were replaced, and all other identified issues were resolved. The epg passed final functional testing. If information is provided in the future, a supplemental report will be issued.